Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the lcd display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Missing segments/partial display not confirmed during testing. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose was 11.7 mmol/l at the time of incident. The customer stated that the display was solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.